Manufacturer narrative:
After further review of additional information received the following sections a1, b1, b4, b5, b6, b7, g1, g3, g4, g5, g7, h1, h2, h3 and h6 have been updated accordingly. Section h3: the complaint product was not returned for analysis, the body of the screw remains implanted and the broken off head was discarded. The fractured screw was not confirmed. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. The manufacturing lot information was not provided. User-related issues: the report indicated that the surgeon used forceps rather than the drill guide when reinserting the screw which is not consistent with the operative technique. However, it is unclear whether this contributed to the reported event. The prosthesis fracture (breakage of the bone screw) reported was likely the result of a combination of the applied axial torque and a bending moment created by attempting to drive the screw into dense bone that may not have been fully drilled, after previously seating and removing, which over-stressed the screw and led to ultimate fracture. However, this cannot be confirmed because the component was not returned for evaluation. Sectiopn h6: it is found in a review of the labeling that only qualified surgeons knowledgeable in anatomy, biomechanics, and reconstructive surgery should use these devices. The surgeon must be fully knowledgeable about all aspects of the hip system surgical technique and use these implants in accordance with the respective indications and contraindications. The surgeon shall become thoroughly familiar with the surgical technique of these prostheses by: 1) appropriate reading of the literature, 2) specific training in the operative skills and techniques required for the implant system, and 3) reviewing any other relevant information regarding the use of instrumentation designed for device implantation. This device is used for treatment not diagnosis. In the investigation of this event additional information has been requested, no new information has been provided. Section(s): a2-6 & d4 & h4. Without the serial number it is not possible to obtain the manufacture and expiry date. Corrected data: section b1: adverse event or product problem.

Event description:
It was reported that during a surgery a surgeon chose to reposition the acetabular cup after performing a range of motion assessment on the patient intraoperatively. A seated screw was removed from the seated cup. After repositioning the cup and impacting it in place, the removed screw was reinserted. Screw forceps were used as a substitute for the drill guide, which is not consistent with the operative technique. The screw fractured when trying to drive it down to a seated position. The surgeon retrieved the loose head end of the screw from the wound and left the remaining portion in the patient (secured in the screw hole). There is no new information on the patient or event.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
The screw fractured when trying to drive it down into a seated position. The surgeon retrieved the loose head end of the screw and left the remaining portion in the patient.